Event description:
It was reported the three weeks post device change out, the incision site dehisced with possible pocket infection. The implantable pulse generator (ipg) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and indicated lead stretching, concomitant products: 5086mri45 lead (B)(6) 2013; 5086mri52 lead (B)(6) 2013.